Event description:
The customer reported overheating errors and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The temp sensor was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.